Event description:
A power source alert 07 was reported by the caller, with no adverse impact on the customer's blood glucose level. The caller initially used a tandem charging cable and wall adapter, but the pump did not begin charging even after being left plugged in for 30 consecutive minutes. Ultimately, when the caller tried a different wall adapter, the pump started charging, resolving the issue without requiring further assistance.